Event description:
It was reported that the distal tip of an expedium quick connect di polyaxial screwdriver broke off from the instrument during implantation of a pedicle screw. During the same procedure, when trying to remove two expedium di polyaxial screws, the polyaxial heads came off from the screw shanks. The broken instrument tip and the screw shanks were retrieved with no adverse consequences to the patient. The resulting delay was five minutes. The following mfg. Medwatch reports are being filed for the expedium quick connect di polyaxial screwdriver and the two expedium di polyaxial screws that were involved in this event: 1526439-2014-11663; 1526439-2014-11664; 1526439-2014-11665.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.